Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera ii duodenovideoscope with a single use distal cover, the patient coughed up the distal cover at the end of the procedure. The patient did not experience any adverse effects as a result of this occurrence. The patient had thickening of the gallbladder due to acute cholecystitis. It is unknown if there were any abnormalities in the appearance of the scope or distal cover prior to or after the procedure. It is unknown if antifogging agents were used during the procedure, although the customer states that they usually do not. Neither the scope nor the distal cover can be returned for evaluation. Images were provided however to aid in the investigation of the root cause. The customer reports ¿we suspect that the tech didn¿t properly install the cover as it isn¿t separated. We have since changed their protocol to ensure it doesn¿t happen again. Case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the patient coughed up the distal cover at the end of the procedure after the cover fell into his mouth and throat. The distal cover likely fell off because it was not properly attached to the scope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual -3.4 inspection of accessories inspection of the single use distal cover (maj-2315) should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination.¿ ¿attaching accessories to the endoscope attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. When the endoscope is repeatedly inserted into the body cavity, always confirm that the single use distal cover is attached properly before insertion. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ this supplemental report includes a correction to e2 from initial medwatch. Olympus will continue to monitor field performance for this device.